Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between two (2) titanium adapters and the non-vantive catheter; further described as "the catheter can be pulled out after connecting to titanium adapter." This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no issues were observed. Leak testing was performed and no issues were observed. Assembly of the titanium adapter and sleeve was performed to verify the titanium adapter threads onto the titanium sleeve and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.